Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella 5.0, the pump had alarms for high purge pressure and system is blocked. A deceleration was performed with optimal results. Ultimately, the patient's care was withdrawn and the procedural outcome was the patient expired. The patient was noted to have been very sick prior to impella insertion. While the high purge pressure could have potentially compromised reliability, the issue cannot be excluded as a possible contributing factor to the patient's outcome. However, the patient's condition was more likely the key factor in the outcome..